Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0 x23mm xience prime stent was successfully implanted in the proximal left anterior descending (lad) coronary artery lesion. Starting (B)(6) 2015, the patient started experiencing intermittent chest tightness. On (B)(6) 2016, the patient was hospitalized for unstable angina. Medication was provided. The patient declined having a coronary angiogram. The event resolved without sequela. On (B)(6) 2016, the patient was discharged from the hospital. There was no additional information provided.

Manufacturer narrative:
(B)(4). On (B)(6) 2016: ck-mb=13 u/l, normal upper limit 24; on (B)(6) 2017: ck-mb=1.23 ng/ml, normal upper limit 2.03 on (B)(6) 2017: troponin I=0.012 ng/ml, upper reference; limit 0.034. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and arrhythmia are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, additional information was received: on (B)(6) 2014, the patient started experiencing unstable angina with intermittent chest tightness and shortness of breath. Elevated cardiac enzymes were noted. The patient was hospitalized and medication was provided. The event resolved and the patient was discharged from the hospital. On (B)(6) 2014, the patient was hospitalized for unstable angina with intermittent palpitations and fatigue. Medication was provided and the event resolved. The patient was discharged from the hospital. On (B)(6) 2016, the patient started experiencing unstable angina with intermittent palpitations. Elevated cardiac enzymes were noted. The patient was hospitalized and medications were provided. The event resolved and the patient was discharged from the hospital. On (B)(6) 2017, the patient was hospitalized for unstable angina, intermittent palpitations, generalized weakness, dizziness, and headache. Medications were provided and the event resolved. The patient was discharged from the hospital. Per physician, the events were unknown if related to the 3.0x23mm xience prime stent. There was no reported coronary imaging and no reported device malfunction. There was no additional information provided regarding this issue.